Event description:
The customer's mother stated that the customer was connected during the manual prime and may have delivered more than 60 units into her body. The customer's mother was instructed to call paramedics for assistance. Initially the customer's blood glucose reading was 53 mg/dl, but by the time the paramedics arrived it was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.